Event description:
It was reported that the anchor may have pulled or moved with the lead. There were complaints about pulling, pain to the touch at anchor/lead insertion site, no redness, swelling, infection, or discharge. X-rays were done and right lead appeared to have migrated down a spinal level from t8/t9. It started with a ¿popping¿ feeling at anchor site, then felt the pain and noticed the bump when they touched there. It was discussed that the doctor could do a lead revision and that the patient would think about it a few days. The system had helped some, the pain scores were down from 7/8 to 5/6. The patient was not sure if they wanted to do a lead revision or have the system explanted. The coverage did not change and did not require reprogramming. If the patient decided to do a lead revision, the doctor would do a CT before surgery. It appeared that there was a lead migration according to palpation of lead under the skin and x-rays. The patient had pain at the bump under the skin where the anchor had moved more superficially towards the skin. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, product type: unknown. Product ID: neu_unknown, product type: unknown. Product ID: 977a160, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).